Manufacturer narrative:
One-unit model 5640 was returned to vsi for evaluation. The tip of the turnpike catheter showed signs of torquing in a calcified vessel. The very distal section was worn, and a small piece of the tip was missing. A manufacturing record review was completed and no related nonconformances were found. The damage is consistent with rotating the catheter in a calcified vessel.

Manufacturer narrative:
Manufacturing record was reviewed, there were no nonconformance related to this lot, therefore, supporting the device met material, assembly and performance specifications. A follow-up report will be issued after the investigation is complete.

Event description:
It was reported that a unit was used during a cto pci study. During a cto pci procedure on the study subject it is reported that the tip of a turnpike spiral catheter broke off and had to be stented to the wall of the rca. No further complications were reported. Additional information received 24aug2020: during a cto pci procedure it is reported that the tip of a turnpike spiral catheter broke off and had to be stented to the wall of the rca. The lesion was in the proximal rca with a j-cto score of greater than 3. The lesion was 60 mm in length with the presence of calcium and a > 45o bend. 1-2 mm of the tungsten tip of the turnpike spiral was visible in the rca under fluoroscopy. Resulted in stenting of the tip to the vessel wall. This procedure was also complicated by a perforation of the distal rca that was treated with prolonged balloon inflation and was deemed not related to the use of the study device.